Event description:
Caller reported damage to the pump's usb port and pins, which affected the ability to charge the device, although the pump did not shut down. There was no adverse impact to the customer¿s blood glucose level. The pump was out of warranty, but the customer technical support team arranged for a replacement pump.